Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Rationale: there is no allegation of a complaint against this device, there is no reported malfunction. At the time of this review, it is unknown whether the patient reported neck and shoulder pain prior to implantation with the synthes device. It is unknown what the severity of the pain was, or what treatment was provided. The documentation states the pain resolved. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown part number for the class iii device (pro-disc implant). UDI # unknown part number, UDI is unavailable.device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a female patient underwent implantation of prodisc-c on (B)(6) 2011. Subsequently, she experienced shoulder and neck pain beginning (B)(6) 2012. It was reported that the pain resolved on (B)(6) 2013. The device was not explanted. This report is 1 of 1 for (B)(4).